Event description:
It was reported that the patient also had a broken femur and a possible infection during the time of the zero volume critical alarm.

Event description:
Additional information received reported that the patient's pump ran out of drug because the nursing home did not take the appropriate care of the patient. The patient was admitted to another facility near the prior nursing home. In addition to having an empty pump, the patient had pneumonia, a broken femur (reported as "unclear how and when that had occurred"), and a decubitus ulcer / bed sore. The patient was treated pneumonia with antibiotics and had recovered without issue. The hospital in which the patient transferred to, could not do anything for the leg because it had already "started to heal and the bed sores also healed as well". The patient was discharged on (B)(6) 2012. The patient's pump was refilled with lioresal; there were no issues with the pump as telemetry looked "great". The patient was without issue as of (B)(6) 2012. The patient was also noted as being healthier and happier, and was receiving effective therapy. No reports of pain occurred as the pump was working "great".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard and was confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume being reached; patient missed a refill. The patient experienced return of symptoms with increased spasticity. Patient was admitted to the hospital; there was limited history on the patient. It was noted that "79ml dispensed 40ml pump". The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.